Event description:
Per the independent repair center, the customer alleged problem is alarming/low o2. The key failure is the compressor is grinding. Additional malfunction is the pilot valve is alarming and shutting down.